Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) would not shuttle down, or shuttle up, while advancer tube was not exposed properly. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 6f/7f mynxgrip vascular closure device (vcd) would not shuttle down, or shuttle up, while advancer tube was not exposed properly. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle. The syringe was received connected to the device, and an unknown procedural sheath was on the device. Blood was noted in the procedural sheath; however, no damages or anomalies were observed. The sealant and the advancer tube were found in their manufactured positions, and the stopcock was found in the closed position. Additionally, the balloon was received fully deflated. The shuttle was inspected for defects or anomalies that may have contributed to the reported failure, and no defects or anomalies were observed. Per functional analysis, a simulated deployment test was performed on the returned device. The unknown procedural sheath was locked on the device, and the shuttle cartridge was able to be advanced and retracted to the black handle without issue. The advancer tube was observed to be properly engaged to the proximal tamp lock, and the sealant could be deployed without any problems. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully with the complaint device during functional analysis. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.